Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump fell, the screen bezel/backing separated, and the device began presenting persistent error 60 alarms consistent with a bluetooth communication malfunction; the user was instructed to revert to backup therapy and a replacement ilet was shipped. Symptoms included no device-related changes in blood glucose, as the user reported experiencing highs and lows prior to the incident and not due to this event. Outcomes included a temporary interruption of automated therapy necessitating use of backup therapy. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.